Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip would not close and fell into the patient in an open state. The detached clip was left to pass naturally, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.